Event description:
It was reported that the patient was experiencing a "slow heart beat." The clinic was unable to confirm capture threshold measurements for the right atrial (ra) lead and the right ventricular (rv) lead. The leads both remain in use. No further patient complications have been reported as a result of this event.